Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "surgeon increased the infusion pressure" (decrease in pressure). The nurse reported that during a case, the surgeon noted a soft eye. The infusion pressure was initially set at 40mmhg. When the eye began to go soft, the surgeon increased the infusion pressure to 60mmhg. This re-pressurized the eye, but there was a slight delay in the response. The company sales representative was observing surgery and noted no kinks in the tubing, the infusion line was inserted perpendicularly, and the patient eye level was set correctly. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. An internal investigation has been opened to address this issue. A corrective action was initiated. (B) (4). (B) (4). (B) (4).